Manufacturer narrative:
The t:slim cartridge g4 user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages after reloading a cartridge. The customer was unable to provide the initial amount of insulin that the cartridge had been filled with. Reportedly, the customer added approximately 100 units of cold insulin to the cartridge, and was in use for more than one day. Recommendation was made to load the cartridge with room temperature insulin. The customer understood and confirmed a new cartridge would be loaded onto the pump. There was no impact to the customer's blood glucose level.